Event description:
The surgeon attempted to insert a three piece silicone lens model aq2010v and the lens tore prior to insertion. The lens touched the pt's eye, but was not fully inserted. There was no pt injury.